Event description:
Information received from the field notes that the patient came in for a post-implant check not feeling well. The device exhibited atrial loss of capture and sensing with >2500 ohms atrial lead impedance. The pocket was opened in order to reposition the lead, but when tested with an analyzer, the lead exhibited 420 ohms impedance. The physician felt that the connector header was faulty and replaced the pulse generator.